Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse) the cardiosave intra-aortic balloon pump (iabp) failed both the drive manifold and membrane leak tests. No patient was involved.

Manufacturer narrative:
Updated fields: b4, b5, d9, g3, g6, h2, h6(investigation findings, type of investigation, investigation conclusions,component code), h11 the fse determined that the unit consistently failed the drive manifold leak test. The drive manifold assembly was replaced, and a full pm checkout was completed. The unit passed all functional and safety tests in accordance with the manufacturer¿s specifications. The failure analysis and testing dept. Received part drive manifold assembly asco with a reported unit failure of fails leak test. The failure analysis and testing dept. Conducted a visual inspection and found the part to be in good condition.the failure analysis and testing dept. Installed part drive manifold assembly serial number (B)(6) into the cardiosave test fixture serial number (B)(6) and tested the drive manifold to factory specifications per the cardiosave service manual the fat dept. Performed the all manifold test in diagnostics. The drive manifold passed the drive manifold tests. Please see attached. The fat dept. Pumped the cardiosave in clinical mode for one hour. No problem was found. The fat dept. Could not replicate the complaint of the drive manifold failing the leak test. The drive manifold passed testing. Retaining the drive manifold in the fat dept. Per procedure.

Event description:
It was reported that during pm service cardiosave intra-aortic balloon pump (iabp) unit fails leak tests. There was no patient involved.

Manufacturer narrative:
Due to characterization limit e1: event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.